Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Customer went to the emergency room (ER) and customer was disconnected from the pump and carbohydrates were given to address bg. Customer left the ER with bg of 150-160 mg/dl. Customer also felt exhausted, cold and sweaty. Review of pump data by tandem technical support found that customer had set a temporary basal rate of 200% for 2 hours on the event date. Customer acknowledged that this was the likely cause of the low bg.